Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test , excessive no delivery test and delivery accuracy test. However, unexpected restart error alarm after battery change due to voltage leak. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 21 mg/dl at time of the incident. The customer's blood glucose was 288 m/dl at the time of the call. The customer was sick leading up to the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer believes the pump is over delivering. The insulin pump will be returned for analysis.